Manufacturer narrative:
The device was returned to zoll (B)(4) service department. The reported malfunction was observed during review of the clinical files. The device was put through extensive testing without duplicating the malfunction. The device passed final testing, was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown) while in transport, the device reset/rebooted on its own numerous times and displayed a "service required" message. The complainant indicated that the clinician replaced the battery, however this did not resolve the issue. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.